Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant has leaked¿.

Event description:
Patient representative reports "under left breast a bulge had developed" and "breast implant has leaked¿. Device remains implanted.